Manufacturer narrative:
The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on ac.

Event description:
He customer reported the device alarmed and shut off while in use. No patient involvement reported.

Event description:
The customer reported the device alarmed and shut off while in use. No patient harm reported. Patient information requested.